Event description:
N/a.

Manufacturer narrative:
Returned device analysis did not confirm the reported single gripper actuation issue (difficult to open or close) as both grippers were able to lower and raise as intended without issue. The reported improper or incorrect procedure or method-failure to follow steps / instructions could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history identified no similar complaints from the lot. Based on information provided and the results of the returned device analysis (unable to confirm the reported issue), a cause for the reported single gripper actuation issue cannot be determined. The reported instructions for use (IFU) deviation/user error is associated with the user re-inserting the cds after it was removed from the patient and re-inserting it into the patient. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat mitral regurgitation (mr). A mitraclip ntw was inserted, and grasping was performed. However, after several grasping attempts, it was observed that one gripper was not functioning as intended. Troubleshooting was performed, but the issue was unable to be resolved. Therefore, the clip was removed and replaced, reducing mr. There were no adverse patient effects and no clinically significant delay in the procedure.